Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure (batch no. 727086-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included breast reduction, ovarian cyst, blepharitis, myopia, insomnia, stress incontinence, female, foot pain, metatarsalgia, joint pain, palpitations, nephrolithiasis, migraine, cervicalgia, vaginal discharge, dysfunctional uterine bleeding, tobacco user, constipation chronic and pelvic pain. Concomitant products included ibuprofen since 2011 and medroxyprogesterone acetate (depo provera) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- essure placed bilaterally 4 intrauterine coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included breast reduction, ovarian cyst, blepharitis, myopia, insomnia, stress incontinence, female, foot pain, metatarsalgia, joint pain, palpitations, nephrolithiasis, migraine, cervicalgia, vaginal discharge, dysfunctional uterine bleeding, tobacco user, constipation chronic and pelvic pain. Concomitant products included ibuprofen since 2011 and medroxyprogesterone acetate (depo provera) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- essure placed bilaterally 4 intrauterine coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s))') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included breast reduction, ovarian cyst, blepharitis, myopia, insomnia, stress incontinence, female, foot pain, metatarsalgia, joint pain, palpitations, nephrolithiasis, migraine, cervicalgia, vaginal discharge, dysfunctional uterine bleeding, tobacco user, constipation chronic and pelvic pain. Concomitant products included ibuprofen since 2011 and medroxyprogesterone acetate (depo provera) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder probs") and urinary tract disorder ("urinary probs"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, abdominal pain, pelvic pain, metrorrhagia and genital haemorrhage outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- essure placed bilaterally 4 intrauterine coils. She received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), general abnormal bleed, nickel allergy, perforation : fallopian tubes, bladder probs.,urinary probs.,vaginal infection. In new pfs insertion date reported as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: laboratory data were added. Added events pelvic pain /abdominal pain, metrorrhagia (bleeding b/w periods), general abnormal bleed, bladder probs.,urinary probs. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)),') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included urinary incontinence. Previously administered products included for an unreported indication: mirena. Concurrent conditions included breast reduction, ovarian cyst, blepharitis, myopia, insomnia, stress incontinence, female, foot pain, metatarsalgia, joint pain, palpitations, nephrolithiasis, migraine, cervicalgia, vaginal discharge, dysfunctional uterine bleeding, tobacco user, constipation chronic and pelvic pain. Concomitant products included ibuprofen since 2011 and medroxyprogesterone acetate (depo provera) from 2010 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding ( menorrhagia)"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, dysmenorrhoea and dyspareunia outcome was unknown and the abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection and allergy to metals had resolved. The reporter considered abdominal pain lower, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion details, specify- essure placed bilaterally 4 intrauterine coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2019: new pfs + mr received- new events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal),nickel allergy, dysmenorrhea (cramping), dyspareunia, pain, perforation (fallopian tube(s)),.lot number, concomitant drugs and conditions, new reporters information and historical drugs and conditions were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.